Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, resulting in a cracked screen and reduced battery life that led to unreliable insulin delivery; a replacement device was issued and the original was to be returned. Symptoms included hyperglycemia with readings reported as ¿high¿ (>400 mg/dl) and sustained elevations above 180 mg/dl for a few hours at a time, with device alerts for prolonged hyperglycemia. Outcomes included temporary interruption of device therapy and transition to multiple daily injections as back-up therapy, with no ketone testing, no professional medical intervention, no assistance required, and no acute adverse effects reported. Investigation included review of user report and device history and initiation of return for evaluation. Investigation of this device revealed damage to the display assembly and impaired power performance consistent with physical impact, which plausibly affected insulin delivery reliability. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental drop resulting in mechanical failure of the screen and degraded battery performance.